Event description:
It was reported that this lead was explanted due to high pacing thresholds and a drop on the ventricular amplitude. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.